Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to call back for further troubleshooting if the issue reoccurs and acknowledged the guidance.